Manufacturer narrative:
If explanted, give date: not applicable; to date the lens remains implanted. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a high minus patient was implanted with a symfony lens and the outcomes were not good. Additional information received revealed a zxt150 intraocular lens (iol) was implanted on (B)(6) 2018, into the patients left eye. The patient had residual astigmatism. The lens was rotated on (B)(6) 2018, and an optic capture was performed on 10/10/2018. Distance vision was excellent; patient struggles with intermediate/near vision. Patient was evaluated on (B)(6) 2018, and was diagnosed with pco (posterior capsule opacification) which was not significant enough to warrant a laser yag capsulotomy. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as to date it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.